Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that they had their pump refilled on monday and since then, they had been having problems connecting their ptm (personal therapy manager) to their pump to request a bolus. The patient clarified that they were seeing the poor communication screen on their ptm when trying to request a bolus. The patient verified that they were using the ptm directly on their body over the pump when making the request. The patient mentioned that they had been having really bad cramps in their stomach since tuesday. The agent asked if they made any changes to their medication and the patient stated no. The patient then stated that they went to their doctor¿s office on friday last week for the refill appointment initially, but their doctor had a hard time finding the pump port to refill the pump. Per the patient, they were poked 5 to 7 times and they were crying because it was painful, so the hcp told them to come back on monday to have their pump filled. The patient stated that the hcp told them that their pump had ¿turned a little bit.¿ the agent reviewed telemetry with the ptm and suggested that the patient have the pump position checked if a replacement ptm did not resolve the issue the patient was having with connecting to the pump. A replacement ptm was requested from the repair department. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionalinformation was received from a consumer (con) stated that she had not been able to find a doctor to fill the pump and had not heard from a company representative. Additional information was received from a company representative stated that they will reach out to the patient to assist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.